Manufacturer narrative:
Additional information: a3, b2, b3, d5, e1, e3, g4, h3, h4, h5, h6, h11. Investigation results: the investigation team received a gynecare exact product for evaluation, identified by product code tvtrl and lot number 3944674. An assessment was conducted on both the received product and the corresponding batch record file. The product was decontaminated and properly packaged upon arrival. Upon further examination, it was noted that the device had been tampered with: the original packaging was discarded, and all components were missing. Only a portion of the mesh remained, surrounded by significant organic matter. The mesh itself was not in its original specifications and condition; it appeared stretched and frayed. Based on our evaluation, this complaint is not related to a manufacturing issue. The defects observed during the assessment correspond to the event description concerning the "indication for a complete ablation of the tvt mesh," but we cannot confirm this with the product received. The product met all specifications at the time of release. Therefore, no nonconformance report will be issued. Events of this nature are tracked regularly, so this complaint will be closed for trending purposes. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process. Based on the information available, no further action is required at this time.

Event description:
"The patient was treated for stress urinary incontinence with a implantation of a tvt mesh on (date #1). It was noticed a poor healing and vaginal erosion resumed on (date #2) with partial excision for prosthetic exposure with section of the externalized area for sui. Persistence of exposure of the implant with two suburethral pertuis, one lateralized on the right and the other on the left. Indication for a complete ablation of the tvt mesh performed on (date #3) by robot assisted laparoscopy."